Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in the ureter during an ureteroscopy and laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the inner sheath sheared off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath was used in the ureter during an ureteroscopy and laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the inner sheath sheared off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on 04apr2018. It was reported that no part of the device was left inside the patient.